Manufacturer narrative:
Blocks b5, and e1 (initial reporter's first and last name) have been updated with the additional information received on october 25, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2202, and f2301 captures the additional procedure, "placement of feeding tube."

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted to treat esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the stent jumped upon deployment and moved into the stomach. The stent could not be removed from the patient and was left in the stomach. The procedure was rescheduled, and a feeding tube was placed. No patient complications were reported as a result of this event. Additional information was received on october 25, 2024. It was further report that the stent was placed during a distal esophageal stent placement procedure. The stent was unable to be removed due to the tightness of the structure. A rat tooth was used to push the stent into the stomach.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2202, and f2301 captures the additional procedure, "placement of feeding tube."

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted to treat esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and had not been dilated prior to stent placement. During the procedure, the stent jumped upon deployment and moved into the stomach. The stent could not be removed from the patient and was left in the stomach. The procedure was rescheduled, and a feeding tube was placed. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.